Event description:
Pt was on a pca infusion of dilaudid. Pt was able to open the protective pa door, then alerted staff and he told them what he did. Pt stated that he used a coin to force the door open. All meds were accounted for, no adverse issue / events with this pt. FDA safety report ID# (B)(4).